Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was transported to the hospital by ambulance with ketoacidosis. The blood glucose levels were so high that they could no longer be measured. The patient was treated with insulin via perfusor at the hospital. The patient was currently still in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.